Manufacturer narrative:
The faradrive steerable sheath clear was returned to boston scientific. Upon receipt at the post market quality assurance laboratory, the analysis of the device found the flush lumen to be torn where the adhesive filet bonds the lumen to the valve hub of the sheath, creating a leak path in the flush lumen line. Also, inspection on the hemostatic valves found the external valve to be torn at one side of the valve and the internal valve was deformed to be unable to reseal properly, these two defects create a leak from the hemostatic valve. Based on the available information, the complaint for visible air/bubbles was confirmed. A dissection of the handle cap revealed that the flush lumen was torn where the adhesive filet bonds the lumen to the valve hub of the sheath, creating a leak path, thus the cause traced to device design conclusion code was selected for the visible air/bubbles allegation.

Event description:
It was reported that during a paroxysmal atrial fibrillation procedure a faradrive steerable sheath was selected for use. After sheath insertion in the left atrium, the physician tried to aspirate the sheath and a lot of air bubbles was seen entering the flush line. No air was seen in the clear shaft of the sheath. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis. It was further reported that no abnormalities noted during preparation or use of the sheath. The devices used on the procedure were a 6f pigtail and dilator for faradrive. The method of irrigation used was pressure bag. No air was seen in the patient. The guidewire was inserted at the tip of the sheath.

Event description:
It was reported that during a paroxysmal atrial fibrillation procedure a faradrive steerable sheath was selected for use. After sheath insertion in the left atrium, the physician tried to aspirate the sheath and a lot of air bubbles was seen entering the flush line. No air was seen in the clear shaft of the sheath. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.